Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the band was used in the varices; however, the band did not deploy. The procedure was completed with another bander device. There were no patient complications reported as result of this event.